Manufacturer narrative:
Technician found the head panel will not lower. Replaced head panel gas springs to resolve the problem. Stretcher located in basement repair shop.

Event description:
Information received indicated that the head panel will not lower. No injury reported.